Event description:
Customer received cracked syringes (only seen when on a dark surface). When used to inject sodium chloride and bupivacaine, medication leaks. No information was received regarding any serious injury as a result of this product issue.

Manufacturer narrative:
The defective samples are not available to support the evaluation further. The results obtained from the retained sample testing confirmed that there is no sign of crack observed during the testing. Since the non-conformities were not confirmed from the sample testing and a root cause of this malfunction cannot be determined as product or process related. Hence, there is nothing to confirm production and process related. Nevertheless, we take note of this incidence and according to our internal procedure if any sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Based on the conclusion derived from investigation, it is not required to make corrective/preventive actions.